Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to refractive surprise. The replacement lens model was a diu150 +17.5 iol. There was no unplanned incision enlargement and no sutures. The directions for use were followed. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the customer did not have any more information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 14, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The lens was cleaned and presented cut in half but not completely. No further issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.